Event description:
The customer reported that the physicist had a decrepency with the image versus radiated area. The system was exceeding more than 3 percent. Also the system would not boot. They were receiving a check sum error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13219233. The ge service rep replaced the double -eprom and program file in the carm. The system booted, and operated as intended.